Manufacturer narrative:
As the serial number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 12/2099).

Event description:
It was reported that during a biopsy procedure, the device allegedly self activated. There was no patient contact.

Event description:
It was reported that during a biopsy procedure, the device allegedly self activated. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: as the device was not returned, and no manufacturing related issue was identified, device history record and manufacturing reviews are not required. Investigation summary: the device was not returned; therefore, the service depot evaluation could not be performed. As the evaluation could not be performed, the investigation is inconclusive, and the definitive root cause could not be determined based on the available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 12/2099). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.